Manufacturer narrative:
The microsensor (ID (B)(6)) was returned for evaluation. Device history record (DHR) - the product code 826631 with lot 6791355 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - catheter kinked 9cm from distal end. No internal wire damage. Icp express read 501. The device passed electronics, noise, linearity/hysteresis and signal drift tests. The complaint was not confirmed. Root cause analysis - the complaint could not be confirmed as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to incorrect set-up of device.

Event description:
A facility reported a microsensor (ID (B)(6)) could be zeroed normally during pre- testing before implantation. A while after the microsensor was implanted, there was no icp readings on the icp monitor. The procedure was completed with a replacement product available. No patient injury reported, and the event did not led to surgical delay.